Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-jun-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was broken and observed that door 15 had split in half. A field service engineer (fse) approached the door and began removing the plexiglass panel from the hinge before loosening the screws and placing it on the ground for replacement. The fse attempted to reinstall the plexiglass and secure the handle but found that all four mounting points for the handle screws were broken, making the handle unusable. The fse did not proceed with installation and noted that a replacement handle was required, so the work was postponed. The fse subsequently replaced the plexiglass door after it had been damaged. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 15 was broken and had split in half. However, there were no delays or adverse events or injuries reported based on this event.